Event description:
The following information was provided: it was reported through the filing of a lawsuit that allegedly the patient was implanted with a rejuvenate modular hip in her left hip on or about (B)(6) 2011, and was revised on (B)(6) 2024. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported she suffered injuries as a result of implantation and explantation of the device(s), device recall and excessive levels of chromium and cobalt in her blood is considered to be under the scope of this recall. No further investigation is required.